Event description:
It was reported that this device was explanted due to unknown reason. A new device was implanted, and no additional adverse patient effects were reported. The allegations were not confirmed. All testing completed on the device passed or was not applicable, therefore no problem was detected.